Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mkm284 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by a veterinarian that an animal underwent a mass removal (on tongue) procedure on (B)(6) 2019 and suture was used. Immediately, upon recovery, the patient experienced excessive bleeding. The patient had to be re-anesthetized. All the sutures were missing. Replaced with different suture.